Event description:
Livanova deutschland received a report that, during servicing, the 3t heater cooler device showed the error code e-21 (patient circuit 2 pump uses too much power). There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. No patient involved. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. A livanova field service engineer was dispatched the customer and replaced defective patient pump 1, noisy patient pump 2 and circulation motor also replaced damaged distribution board, foam gasket and pump seals device was tested and returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11 a review of the complaints database revealed that no similar events have been reported on the device since its installation in 2017, nor has any concerning trend been identified. Considering the collected elements, it is reasonable to trace the root cause of the error code back to stuck patient pump 1 and circulation motor and to faulty distribution board. Indeed, it cannot be excluded that because of rusted/corroded/damaged motor bearings, likely due to environmental conditions, such as water infiltration, humidity, condensation, high temperatures and action of disinfectants used during frequent cleaning activity, the motors were no longer rotating freely and required a power overload to work, which could have led to an overcurrent that ultimately caused damage to the distribution board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.